Event description:
It was reported that the customer attempted to perform a priming during the pre-use check, but could not do it successfully due to resistance through the tubing. No patient injury. No additional information is available for this complaint.

Event description:
It was reported that the customer attempted to perform a priming during the pre-use check, but could not do it successfully due to resistance through the tubing. No patient injury. No additional information is available for this complaint.

Manufacturer narrative:
Other, other text: two (2) pictures were provided for evaluation. Picture (2) shows an occluded luer. One (1) unit was received for evaluation. Occlusion was detected between the assembly of the tube and luer. The failure mode reported is confirmed. The root cause was excess solvent applied during bonding assembly. Awareness notification was made to production personnel in order to explain the importance to adherence or following in the procedure by quality engineer on 02/mar/2022. There were no non-conforming reports (ncrs) initiated for the lot or anomalies identified in the device history record review.